Manufacturer narrative:
This complaint is related to medwatch #1828100-2014-00841. Per the field service rep (fsr) the manual drive unit still works fine, it just has a film of oil on it. Fsr is working with technical support.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the hand crank was leaking oil. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.